Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on 04/06/2015. Patient inserted sensor into side, which is not an approved site. Patient did not calibrate according to user guide recommendations. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4).